Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was an infection at the implantable neurostimulator (ins). They experienced pain and had to go to the hospital. At the hospital, they confirmed that the patient had developed a serious infection and would need their ins to be explanted. They had a total system explant on (B)(6) 2015 the indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.